Manufacturer narrative:
One device was returned for investigation. The reported complaint that ¿the device doesn't turn on the cassette sensor doesn't work¿. Customer problem was duplicated. Visual test was performed- found damaged(detach) dso seal. Functional test was performed. Occlusion test wasn't used- found defective dso sensor. The downstream occlusion (dso) sensor and dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
The device evaluation identified damaged(detach) downstream occlusion seal. There was no patient involvement. There was no reported patient involvement.